Event description:
It was reported that this implantable pacemaker and non-boston scientific leads were explanted due to a broken probe or insulator. The device was replaced successfully with a non-boston scientific product. Outside of the revision, no adverse patient effects were reported.